Manufacturer narrative:
The valve remains implanted in the patient and is therefore not available for evaluation. Additional information provided confirmed the suffered two perforations during the transfemoral tavr procedure, which had led to cardiac tamponade.  The first and the greatest of the perforations was in the ventricular position /septal.  This perforation was believed to have been caused by the guidewire.  The second perforation was to the base of the annulus.  The annular perforation was believed to have been caused by a small amount of calcium.  Furthermore, it was noted that despite attempts to surgically repair the perforations, the patient had expired.  The patient had moderate valvular calcification and normal tortuosity. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.   According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant. Thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Although the exact cause of the annular rupture is unknown, but may be due to patient factors (annular calcification) or the factors mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Ref. Related mfgr. Report number 2015691-2019-01627.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), post deployment of a 26 mm sapien 3 ultra valve, the patient was observed to be hypotensive.  An angiographic assessment was performed and a pericardial effusion was confirmed.  A pericardiocentesis was performed, however three hours later, the patient had to be taken to the operating room to ¿stop the spilling¿.